Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit tracheostomy tube was broken off the front plate. The customer stated end piece was separated. The customer indicated that there was no patient harm associated with this event.